Event description:
Boston scientific received information that six months ago, this device displayed 1.5 years of remaining longevity. However, currently the longevity remaining is greater than five years. All of the daily measurements are still available and interrogation was unremarkable for any issues. Additionally, the associated right ventricular (rv) lead was exhibiting impedance measurements greater than 2500 ohms and no capture. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations and suspects a device reset to be the cause of the odd battery estimate. The consultant recommended another device interrogation to verify the estimated time remaining. The device remains implanted an no other adverse events have been reported. This product issue will be updated if additional information is received.